Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that while reviewing how to charge the ins the patient felt an electrical stim sensation at the ins site and had a thin layer of clothing between the recharger and skin. The patient also saw the 1707 code. Patient services reviewed repositioning the recharger over the ins. The patient was able to connect to the ins with the recharger. After connecting to the ins and establishing a charging session the patient no longer felt the electrical stim sensation at the ins site. The troubleshooting steps that were taken on the call resolved the issue.